Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported he was hospitalized with high blood glucose of 1000 mg/dl and had passed out. The customer stated he had a low reservoir, gave himself insulin, he believed the insulin pump ran out of insulin, but did not remember anything further. The cause of the hospitalization per healthcare provider was diabetic ketoacidosis. The customer was placed on a special diet, insulin, and kidney dialysis. At the time of the hospitalization, the customer had removed the insulin pump to change out the set. The customer will not be returning the device for analysis.